Event description:
Procedure - lumbar micro discectomy with medial facetectomy and foraminotomy using metrix l3, l4, l5. Lot # a7098-09 - shaft, lot # j88509-03 - sleeve, legend drill bit - broke off. During procedure drill bit broke off (piece retrieved) sleeve and shaft also avail - able - no harm to pt.